Event description:
Patient implant mislabeled. Patient having right total anterior hip arthroplasty using stryker implants. The doctor asked for a 36mm polyethylene insert and the box was verified with the sales rep, circulator, scrub, and surgeon per policy. This was implanted into the hip cup. When attempting to trial a 36mm head ball, it was revealed that the polyethylene insert was mislabeled and when measured was actually 32mm. Surgeon decided to keep the mislabeled polyethylene insert and used the corresponding 32mm head ball. No harm to the patient. The stryker sales rep stated they would make a report with the company.